Event description:
There was an allegation of a questionable potassium electrode result from the cobas c 303 analytical unit for one patient. The initial result was 6.58 mmol/l. The repeat result was 4.86 mmol/l.

Manufacturer narrative:
The potassium electrode lot number and expiration date were not provided. The investigation is ongoing.